Event description:
The consumer reported severe pain at the implantable neurostimulator (ins) pocket site. It was stated they woke up in the middle of the night with a backache. It was mentioned they were sick with vomiting, fever, and body cramp, but it was stated that this was not related to the device or therapy. The consumer had taken morphine, percocet, and gabapentin but was still in pain. No trauma or falls were reported that could be related to the issue. The consumer was walking a little more than usual and had initially though they were a little sore from the walking. It was stated they had adjusted stimulation, but the pain didn't subside. It was noted they hadn't turned stimulation completely off. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.